Event description:
The itrack advance was intubated into schlemm's canal approx. 3 to 4 clock hours. The catheter light was then observed moving very quickly into the canal another approx. 6 clock hours. The surgeon felt a snap in the handpiece when this happened. The surgeon retracted the actuator and removed the cannula from the eye. Part of the catheter was then observed at the otomy site of the trabecular meshwork. Using mst grasping forceps the surgeon slowly teased the broken portion of the catheter out of the canal. The distal shaft of the catheter was successfully removed from the canal. The sheared portion of the catheter which had been removed from the canal was reportedly long enough to extend 7 clock hours inside the canal.